Event description:
The subject ICD was implanted on (B)(6) 2013 with non sorin leads. On (B)(6) 2017, an urgent ICD check confirmed that shock therapy had been delivered by the device. The shock was triggered by detection of ventricular arrhythmia in vf zone resulting from ventricular noise oversensing. Afterwards, the occurrence of noise oversensing was confirmed even when the patient was at rest. It was thus concluded that the shock delivery by the ICD was inappropriately caused by noise. Although the ventricular lead measurements were showing no abnormalities (the ventricular threshold was 2.0 v/0.5 ms, the r-wave amplitude 15 mv or more, and the ventricular lead impedance around 400 ohms), a lead issue was clearly suggested by the waveforms on the egm. The therapy functions of the ICD were programmed to off and it was decided to perform a replacement procedure to implant a new ICD lead on (B)(6) 2017. The patient was then hospitalized. When an ICD check was performed again in the patient¿s hospital ward, the rv coil continuity showed a low impedance value below 200 ohms only once. The continuity was measured seven times afterwards, but such low impedance was not reproduced. The scheduled replacement procedure was performed on (B)(6)2017. After the ICD lead was disconnected from the subject device, the ventricular lead impedance was measured using a pacing system analyzer; then, a normal impedance value was obtained. The whole (non-sorin) ICD lead was successfully extracted from the patient¿s body. When the explanted ICD lead was directly checked outside the patient¿s body, no insulation fracture was visually identified. While no ICD failure was suspected, the use of the subject ICD was also discontinued. The replacement procedure was completed with a new ICD and new ICD lead.

Manufacturer narrative:
Preliminary analysis confirm the reported noise oversensing most probably due to a lead issue.

Event description:
The subject ICD was implanted on (B)(6) 2013 with non sorin leads. On (B)(6) 2017, an urgent ICD check confirmed that shock therapy had been delivered by the device. The shock was triggered by detection of ventricular arrhythmia in vf zone resulting from ventricular noise oversensing. Afterwards, the occurrence of noise oversensing was confirmed even when the patient was at rest. It was thus concluded that the shock delivery by the ICD was inappropriately caused by noise. Although the ventricular lead measurements were showing no abnormalities (the ventricular threshold was 2.0 v/0.5 ms, the r-wave amplitude 15 mv or more, and the ventricular lead impedance around 400 ohms), a lead issue was clearly suggested by the waveforms on the egm. The therapy functions of the ICD were programmed to off and it was decided to perform a replacement procedure to implant a new ICD lead on (B)(6) 2017. The patient was then hospitalized. When an ICD check was performed again in the patient¿s hospital ward, the rv coil continuity showed a low impedance value below 200 ohms only once. The continuity was measured seven times afterwards, but such low impedance was not reproduced. The scheduled replacement procedure was performed on (B)(6) 2017. After the ICD lead was disconnected from the subject device, the ventricular lead impedance was measured using a pacing system analyzer; then, a normal impedance value was obtained. The whole (non-sorin) ICD lead was successfully extracted from the patient¿s body. When the explanted ICD lead was directly checked outside the patient¿s body, no insulation fracture was visually identified. While no ICD failure was suspected, the use of the subject ICD was also discontinued. The replacement procedure was completed with a new ICD and new ICD lead.

Event description:
The subject ICD was implanted on (B)(6) 2013 with non sorin leads. On (B)(6) 2017, an urgent ICD check confirmed that shock therapy had been delivered by the device. The shock was triggered by detection of ventricular arrhythmia in vf zone resulting from ventricular noise oversensing. Afterwards, the occurrence of noise oversensing was confirmed even when the patient was at rest. It was thus concluded that the shock delivery by the ICD was inappropriately caused by noise. Although the ventricular lead measurements were showing no abnormalities (the ventricular threshold was 2.0 v/0.5 ms, the r-wave amplitude 15 mv or more, and the ventricular lead impedance around 400 ohms), a lead issue was clearly suggested by the waveforms on the egm. The therapy functions of the ICD were programmed to off and it was decided to perform a replacement procedure to implant a new ICD lead on (B)(6) 2017. The patient was then hospitalized. When an ICD check was performed again in the patient¿s hospital ward, the rv coil continuity showed a low impedance value below 200 ohms only once. The continuity was measured seven times afterwards, but such low impedance was not reproduced. The scheduled replacement procedure was performed on (B)(6) 2017. After the ICD lead was disconnected from the subject device, the ventricular lead impedance was measured using a pacing system analyzer; then, a normal impedance value was obtained. The whole (non-sorin) ICD lead was successfully extracted from the patient¿s body. When the explanted ICD lead was directly checked outside the patient¿s body, no insulation fracture was visually identified. While no ICD failure was suspected, the use of the subject ICD was also discontinued. The replacement procedure was completed with a new ICD and new ICD lead.